Event description:
A healthcare professional reported that, before surgery tip of an ophthalmic knife was found bent. Procedure details are unknown. The surgery was able to complete on the same day by replacing the knife and there was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).